Manufacturer narrative:
During inspection and testing, service found foreign material in the nozzle which could not be removed due to insufficient or incorrect reprocessing of the scope. The report from the customer was also confirmed. The feeding of air/water was not smooth. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during reprocessing, air and water could not pass smoothly through the scope. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found in the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. And correction to g3. Correction to g3: of the initial medwatch. The aware date should be 20-mar-2022. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 5 years, since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the insufficient reprocessing, after the previous procedure could not be determined at this time. The user may prevent the suggested event, by handling the device in accordance with the instructions for use: "warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify. Hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately, after each patient procedure. Flush the air/water channel with water and air caution, to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948), after each patient procedure. Manually cleaning the endoscope and accessories: immerse the endoscope in the detergent solution, thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section. And confirm, that all debris is removed from all surfaces of the distal end. Flush the air/water channel with detergent solution, remove detergent solution from all channels. Presoaking the endoscope: if there was excessive bleeding, during the patient procedure or if precleaning could not be performed immediately, after the patient procedure. Presoaking the endoscope in detergent solution before manually cleaning, the endoscope may be required to wet and loosen debris, that has dried and hardened onto the endoscope¿s surfaces". Olympus will continue to monitor field performance for this device.